Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 21-dec-2017.